Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jul-2023. H6: investigation summary forty-three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that while using the bd safetyglide¿ needle it gets stuck once draw the syringe up. The following was recieved by the intital reporter: verbatim: some get stuck once you draw syringe up.

Manufacturer narrative:
None reported.

Event description:
It was reported that while using the bd safetyglide¿ needle it gets stuck once draw the syringe up. The following was recieved by the intital reporter: verbatim: some get stuck once you draw syringe up.